Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device with an 8f sheath after an atrial fibrillation procedure. Reportedly, a lot of resistance was felt when attempting to remove the plunger. The footplate lever was moved around with no change. The plunger was finally removed with the plunger follower noted to be bent; the proglide successfully achieved hemostasis. There was no adverse patient effect, and no reported clinically significant delay in the procedure, or therapy. No additional information was provided.